Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient, who was implanted this aortic pericardial valve three (3) years ago, has severe aortic stenosis due to unknown reason. Since the patient is a dialysis patient, the doctor suspected a leaflet calcification, and conducted some examinations, however there was no calcification detected, and also the pannus tissue could not be confirmed in echo, so the root cause for this patient¿s aortic stenosis is unknown. A thoracotomy procedure for the valve replacement won't be planned. A balloon aortic valvuloplasty will be performed for this patient, and the follow-ups will be conducted after that.